Event description:
It was reported that the patient experienced infection with the previous artificial urinary sphincter (aus) leading to it being removed. A surgical procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.